Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set tubing disconnected from the site and the tubing pulled out from the connector lead and this issue occurred with two infusion sets. Patient's blood glucose level was above 300 mg/dl at the time of both the incidents. The patient did not notice any damage when the package was first opened. No further information available.